Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sigmoidectomy, the surgeon started the first firing of sigmoidectomy, however the firing stopped on the halfway. Replaced by a new cartridge, the firing was completed with no problem. No injury to the patient.